Manufacturer narrative:
Product event summary: it was reported that the patient experienced a critical battery alarm. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis was not conducted since log files covering the event date were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms can be attributed to communication errors between the controller and batteries or can be due to the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #:1650 / expiration date: 2015-02-28 UDI #: asku, return date: 2015-08-13, evaluated by MFR, mfg date: 2014-06-30, not labeled for single use, (B)(4).

Event description:
It was reported that critical battery alarms were detected with two batteries. The two batteries were exchanged. No patient complications have been reported as a result of this event.